Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# j0217176v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3487a-45, lot# j0211774v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that in 2003 a patient had her previous implantable neurostimulator (ins) moved/replaced because it was irritating a nerve. It was reported that the patient recovered without issue.